Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient had blood glucose levels as high as 400 mg/dl with positive ketones. The reporter indicated that the patient¿s infusion site did not appear to be working to bring down the patient¿s blood glucose and indicated that when the patient received an injection, blood glucose levels decreased appropriately. The reporter also indicated that the patient was eating different food due to the holidays and had changed activity levels due to being out of school. The reporter indicated that the patient was experiencing a continuing issue with air bubbles recurring in the pump cartridge. The reporter indicating previously troubleshooting the issue without finding a cause for the air bubbles. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by the alleged cartridge air bubble issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.